Event description:
Factory analysis of the returned solenoid valve revealed debris wedged between the orifice body and seal inside the assembly.

Manufacturer narrative:
Debris.

Event description:
The international customer reported the ventilator alarmed due to a low oxygen occurrence. The customer reported the ventilator was in use on a patient and there was no patient harm. Review of the device diagnostic history indicated an oxygen device failed/not available occurrences. The ventilator continues to provide ventilatory support to the patient using an air gas source. Loss of the oxygen source can be detrimental to a patient. Upon evaluation, the manufacturers service engineer reported an oxygen leak was confirmed. The service engineer replaced the oxygen solenoid valve to address the reported problem. Final checkout was performed per operating specifications.